Event description:
It was reported that the sds balloon could not be withdrawn into the guiding catheter after successful stent deployment in a right renal artery. The guiding catheter, sds, and guide wire were withdrawn together as a unit. After visual inspection of the sds, after it was removed from the patient, it was confirmed that nylon had "peeled off" the catheter, along with the balloon markers and the balloon itself. During removal of the sheath, the materials were left behind in the patient. A snare device was inserted, using a contralateral approach, and the nylon with one marker was able to be retrieved; however, the balloon and another marker were not able to be removed from the patient's femoral artery and soft tissue. A surgical femoral cutdown was performed to remove the separated materials.